Event description:
The pt started having laughing and myoclonic seizures. After the seizures, the pt had increased tone and posturing in his upper extremities along with increased tone in his neck. He did have a history of seizures, which he was given medications for. On (B)(6) 2011, the pt had sharp increases in seizures and his mother administered his rectal diastat on that day, which was not effective. On (B)(6) 2011, the pt's mother gave the pt 20 mg of baclofen, orally, which seemed to calm him down through (B)(6) 2011. The pt's mother continued to give him 10mg of oral baclofen every six hours through (B)(6) 2011. Following that, the mother stated that the pt had been doing much better, although during the past week, he seemed uncomfortable. On (B)(6) 2011, a catheter access port study under fluoroscopy was done. The physician was able to access the catheter access port; however, was unable to aspirate any fluid from the catheter access port, indicating a possible kink or blockage of the catheter system. Due to this finding, the decision was made to do an exploration of the catheter and replacement of the expected end of life pump. The pt was hospitalized. On (B)(6) 2011, the pump and catheter were replaced. It was noted that upon visualization of the catheter, there was no obvious reason why the pt was not receiving the therapeutic effect. It was also noted that the pump had never indicated any functionality issues; they had always received the expected residual volumes when the pump was being refilled. The new pump was filled with lioresal 500 mcg/day at a dose of 75 mcg/day. The pt was seen in clinic on (B)(6) 2011, and at that time, the pump was infusing lioresal at 255.29mcg/day. The pt was "doing better" and the pt outcome was "resolved without sequela."

Manufacturer narrative:
(B)(4).